Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the device, which resolved the issue without recurrence. The caller was informed to continue using the pump and to contact support if the malfunction code reappears.